Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed; however the cause is unknown. One 4 fr dual lumen powerpicc provena was returned for evaluation. An initial visual observation showed use residue throughout the sample and the ink on the extension legs was observed to be worn and faded. A split was observed in the tubing of the extension leg within the luer connector hub of the purple lumen. Both lumens of the sample were flushed with a 12 ml syringe and were found to be patent to infusion and aspiration. The sample was then pressurized with the 12 ml syringe and no leaks were observe in the red lumen, however a spraying leak was observed emanating from the split in the purple lumen. A microscopic observation revealed the fracture surfaces of the split were rough and exhibited cracks and beach marks, which are indicative of material fatigue. The tubing material of the purple and red lumens were observed to be attached to the luer connector at irregular points along the tubing¿s circumference, and cracking appeared to have initiated at one or more of these points in the purple lumen. What appeared to be the beginning of another split was observed in the tubing of the red extension leg. The red luer connector was dissected in order to examine this section closer, and it could be seen that a crack was forming at a point of adherence of the tubing to the red luer connector. It is likely that the irregular adherence of the extension tubing to the luer connector is a contributing factor to the observed material fatigue; however the root cause of the adherence is currently unknown. A complaint history review found a rise in similar complaints exclusive to this product line which suggests there may be an unknown factor(s) contributing to this event type. Possible contributing factors include cyclic fatigue of the tubing and/or issue with product manufacture, however no evidence supporting a conclusive root cause was determined and consequently the cause of the event is unknown at this time. A lot history review (lhr) of rebs0062 showed no other similar product complaint(s) from this lot number.

Event description:
Per sales rep, the facility reported that the hub split from the tubing on the catheter. The catheter was removed and replaced. No patient injury was reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a split is confirmed; however the cause is unknown and an internal investigation is currently ongoing to determine the root cause. One 4 fr dual lumen powerpicc provena was returned for evaluation. An initial visual observation showed use residue throughout the sample and the ink on the extension legs was observed to be worn and faded. A split was observed in the tubing of the extension leg within the luer connector hub of the purple lumen. Both lumens of the sample were flushed with a 12 ml syringe and were found to be patent to infusion and aspiration. The sample was then pressurized with the 12 ml syringe and no leaks were observe in the red lumen, however a spraying leak was observed emanating from the split in the purple lumen. A microscopic observation revealed the fracture surfaces of the split were rough and exhibited cracks and beach marks, which are indicative of material fatigue. What appeared to be the beginning of another split was observed in the tubing of the red extension leg. The tubing material of the purple and red lumens were observed to be attached to the luer connector at irregular points along the tubing¿s circumference, and cracking appeared to have initiated at one or more of these points. An internal investigation is currently ongoing to determine the root cause of this cracking. A lot history review (lhr) of rebs0062 showed no other similar product complaint(s) from this lot number.

Event description:
Per sales rep, the facility reported that the hub split from the tubing on the catheter. The catheter was removed and replaced. No patient injury was reported.